Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from customer biomed, reporting the tidal volume of v60 ventilator was zero and it could not properly ventilate. The issue was identified during testing; the device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) reported the customer resolved the issue through alternative channels. The asp confirmed the device was repaired, had passed performance verification testing, and returned to service. No part replacement was necessary. Further repair details were not provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.